Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'upstream occlusions' which was reproduced during evaluation. A review of the event history log identified the presence of multiple 'upstream occlusion!' Alarms. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of range and unable to be calibrated. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.